Manufacturer narrative:
Concomitant medical products: non-bd primary & secondary tubing, therapy date: (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported having a difficult time getting the secondary infusion to infuse, and once they did it would only infuse about 3 ml/hour of the 500ml bag of cytoxan programmed to infuse at 1000ml/hr with a non-bd pump. The texium to luer lock adaptor had been sent with the medication from pharmacy and was being used. Approximately 1.5 hours later, the charge nurse indicated that the ¿proximal occlusion¿ alarm went off numerous times, and she had to hit the restart button to start the infusion. After 40 to 45 minutes of this, it cleared up on its own, and there were no issues with the rest of the infusion. There was no patient harm. The customer is alleging there was a restriction with the fluid flow with the texium connectors. The primary infusion was 1000ml of 0.9% nacl programmed to infuse at 75ml/hr using a non-bd pump.